Event description:
Customer reportedly obtained results of 113 mg/dl and 71mg/dl on the aviva system within 10 minutes. Customer ate candy in response to symptoms. No adverse event reported. Requested return of suspect system, and replacement sent.